Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages/damaged te pad/sensing electrode) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The trunk cable was kinked, damaging wires in the cable. The root cause for broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.